Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was under infusing. The reporter indicated that per patient, it was indicated that the pump alarmed that reservoir was empty but showed 98.6 left. Additional information indicated that the pump actually dispensed 88ml when 98ml was in the cassette. No patient consequences were reported. No adverse effects were reported.